Event description:
It was reported that during a bronchial fibroscopy proceudr for diagnosis, a jaw detached and remained in the pt's bronchus. The fiberscope was retrieved, a new jaw was used to complete the procedure. The jaw inside the pt was withdrawn.